Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges injury, pain, stiffness, discomfort, weakness, limited mobility, anxiety, emotional distress, and elevated cobalt and chromium level. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.